Manufacturer narrative:
Source: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an episode of noise noted on the right ventricular (rv) lead. The noise was not reproducible in clinic. No intervention has been performed, and the patient was stable with no consequences.